Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the thigh, which is off label usage of the device on (B)(6) 2021. The patient stated after the sensor was inserted, the area was painful. The patient removed the senor pod the following day. A week after removal he continued to experience discomfort in the area and noticed a bump that had a bubble appearance. Initially he thought it was a bug bite, however it became more pronounced. He went to urgent care on (B)(6) 2022 where a diagnostic x-ray showed a retained sensor wire. He was sent to the emergency room (ER) where the sensor wire was surgically removed with local anesthesia and sutures were placed. No medication was prescribed after the event. No product or data was provided for investigation. The problem was confirmed based on the removal of the sensor wire through surgery. The probable cause cannot be determined. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.